Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/08/2008 and was last repaired on 10/24/2013 for the same issue. Evaluation of the device observed that the motor operated erratically and a motor speed could not be captured. Prior to repair, the device was outside of calibration and side to side specifications only at the zero thickness setting. Repair of the device included replacement of the motor and all standard repair parts. Post repair analysis revealed excessive corrosion of the exterior motor casing. Additionally, the motor operated within electrical specification under no load and the switch passed continuity testing. There is no information provided regarding the customer's cleaning or sterilization methods; however, improper cleaning or sterilization could cause moisture to enter into the handpiece excessively corroding the motor casing over the five month time frame, which could potentially lead to interior corrosion, most likely causing the erratic operation of the motor, likely causing the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that electric dermatome handpiece was jumping during start up. No additional clinical information was received prior to this report.